Event description:
During an in clinic follow up, the patient noted fatigue. Upon interrogation, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected. Provocative testing was performed and the noise was reproduced. Diagnostic imaging was performed and no anomalies were noted. An angiogram was also performed in anticipation for lead replacement but the veins were too tight on the left side. No further intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.